Event description:
The event is reported as: the alleged complaint reads, "the comfortflo circuit connection between the connector on the humidifier column outlet and the plastic circuit tubing became separated. No patient injury reported.

Manufacturer narrative:
Method: complaint history review and device history record review. Results: device history record review for the reported lot number was reviewed. No issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR (device history record) shows that the product was assembled and inspected according to our specifications. Conclusions: no evaluation will be performed. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. However, based on similar complaints r&d department has in process a project in order to implement the corrective actions to assure a more robust retention (B)(4).